Event description:
The customer reported the probe leaked a few drops of diluted blood per run after running samples on the coulter® act diff 12 analyzer. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer to change the probe wipe, bleach probe wipe line # 5, and change the dual diluent filters. Service was not dispatched for this event. (B)(4). Cts assisted customer over phone.